Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the update in sections e2 and e3. E3 other health care professional = senior clinical risk advisor medical device safety, pq&s.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the correction in d4 (lot number) and the updates in sections d9, h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was broken. It indicated the probe had cracked from the scratch then broken off. The fracture surface of the probe was checked and found that cracks had developed from the non-insulated side of grasping section. Additionally, the proximal side of the tissue pad was worn away, there was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it, the coating of the grasping section was partially peeled off, and the probe damage caused an error code; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing an error. 5. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a laparoscopic total hysterectomy using a thunderbeat, 4 devices failed in one procedure. Events as follows: first thunderbeat- the device abruptly stopped working. User attempted to do another probe check, but the check failed so we replaced it. Second thunderbeat- the second device also failed, and the surgeon noticed that the active blade had fallen off and into the patient. The user retrieved the blade and replaced the thunderbeat again. Third thunderbeat- the third device also failed, and the surgeon noticed that the active blade had fallen off and into the patient. The user retrieved the blade and replaced the thunderbeat again fourth thunderbeat- the user then used a fourth thunderbeat and once again there was a failure. This time the user swapped out the transducer cord and tried to complete the probe check again, but this did not resolve the issue. After the fourth thunderbeat failed, the user swapped out the transducer cord and tried to complete the probe check again, but this did not resolve the issue. Finally, a fifth thunderbeat was opened, and the surgeon used that device to complete the case. There were no adverse effects to the patient as a result of this occurrence. Case with patient identifier(B)(6) reports thunderbeat 1 of 4 used in the procedure. Case with patient identifier (B)(6) reports thunderbeat 2 of 4 used in the procedure case with patient identifier (B)(6) reports thunderbeat 3 of 4 used in the procedure case with patient identifier (B)(6) reports thunderbeat 4 of 4 used in the procedure